Event description:
Customer inquired about the purpose of the incomplete temp alert rate as customer's blood glucose level was slightly low. Tandem technical support addressed customer's inquiry and customer was satisfied.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted